Event description:
It was reported that tandem mobi pump battery would not charge even though caller used tandem charging pad and cable, with pump and pad logos aligned, and caller had been using third-party wall adapter because no tandem wall adapter was available. There was no reported impact to the customer¿s blood glucose level. Customer was informed that third-party charging supplies were not recommended, agreed to this guidance, and technical support arranged shipment of replacement tandem mobi charging supplies via two-day shipping with a planned follow-up, while customer was instructed to rely on existing pump use if battery depleted before new supplies arrived.